Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
It was reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was unknown. It was reported that alarm was occurred during manual prime. The customer reported that they were able to complete insulin pump rewind. It was also reported that the customer could not describe the possible damage on the drive support cap. The customer was advised the insulin pump will need to be replaced and revert to backup plan. The insulin pump was returned for analysis.